Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument had intermittent to no energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and was found to fail the functional energy delivery test. Visual inspection showed no damage. The instrument failed electrical continuity on several attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy intermittently. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. On (B)(6)2022, advanced engineering observed that the conductor wire was broken in the proximal end at the main tube/roll gear junction. The root cause of this failure is attributed to manufacturing. The complaint regarding the instrument not having energy was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of this failure is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: advanced failure analysis observed a conductor wire was broken. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da-vinci assisted prostatectomy procedure, the monopolar curved scissors instrument had intermittent to no energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument was inspected prior to use and "no more than usual when handling the instrument to use just prior to surgery". The customer was unable to provide patient demographic other patient-related information.